Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: 1 empty syringe of 1.0ml was received in an opened pack without the cap nor needle. No defect observed. Device labeling: 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reports ¿the needle snapped off from the syringe and product went everywhere" with 1 syringe of juvéderm® ultra plus xc. Patient contact occurred. No injury occurred with the patient, staff, or injector. The allergan packaged needle was used. This was the confirmed initial use of the syringe.